Event description:
It was reported that there are two faulty new part of 49000213. One has the issue where the split nut is not opening properly. The other has the black plate installed the wrong way. They are both placed back in its original packaging. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.

Manufacturer narrative:
Omit: b17 - device not returned, c20- no findings available, d15 - cause not established additional information: device available for eval, returned to manufacturer on, if other specify, imdrf annex a, b, c, d, g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there are two faulty new part of 49000213. One has the issue where the split nut is not opening properly. The other has the black plate installed the wrong way. They are both placed back in its original packaging. There was no patient involvement.